Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Conclusion - failure observed during analysis. Final analysis of the partially returned lead found an insulation break at 14.2 cm to 14.8 cm from the connector pin. Insulation abrasion exposing the outer coil was also noted at 4.3 cm to 4.6 cm from the proximal end. The abrasion was consistent with constant friction to another implantable device.